Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump reservoir compartment was damaged; the reservoir would not lock in properly. Additionally, the insulin pump alarmed motor error and no delivery during the manual prime process. The patient's blood glucose at the time of incident was 228 mg/dl. During troubleshooting the insulin pump was able to rewind. The insulin pump was not returned for analysis.